Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that he believes the infusion device delivers too little insulin. He stated his blood glucose has been elevated to 340 mg/dl for 4-6 weeks. He injected insulin via pen to lower his blood glucose. He also reported receiving e4 (occlusion) error on the infusion device. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.